Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate. New information concerning the clinical conditions involved in the event have been received. The corrected information is updated in this follow up report.